Event description:
It was reported that the patient presented in-clinic for a routine check-up. The right atrial (ra) lead was found dislodged upon fluoroscopy imaging. As a resolution the ra lead was explanted and replaced. The patient was stable.